Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: neither x-rays nor surgical notes are provided for review; it is unknown if the devices were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Rehabilitation protocol and adherence thereto is unknown. With the information provided, a definitive root cause cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to loosening of the cup.